Event description:
It was reported that during a ptca treatment procedure, the viva 20/2.5 mm balloon ruptured at 10 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The viva balloon was removed and replaced with a vent 2.5 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.